Event description:
In 2009, the patient's husband reported the up/down buttons on the patient's insulin infusion device are working intermittently and thinks it may have affected her ability to bolus. He stated the patient tried to bolus insulin but was not sure if it was delivered as her blood glucose elevated to 400 mg/dl. Her normal range 80-100 mg/dl. Symptoms were lethargy and fatigue and she performed additional boluses to correct her reading. The buttons pop up when pressed. Her device has not been dropped or exposed to water or insulin. Product was replaced and requested to be returned for evaluation.